Event description:
It is reported that a customer's insulin pump has black boxes on the screen. The patient's blood glucose level was unknown. The customer stated that there were no significant events that could have led to the issue. The customer's father stated that they will call back to trouble shoot. No further information was provided.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.